Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. The fse spoke with the customer and they were informed that the instrument and computer were powered down and rebooted. They removed the overflowing waste box and the instrument is back up and running. The instrument is functioning as intended. The most probable cause for this event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error message 4241 hybrid arm y-axis home detection failure. The customer tired all home set procedure but the error still existed. Then the customer powered down the instrument and the computer but was unable to perform anything on the instrument. They were able to open the instruments mid section and remove the cups, but could not check the sorter or the tip drawer because it would not open. The customer then unplugged the instrument from the wall and reconnected it and the error still existed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.